Event description:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac arrest and expired during the procedure. The event has taken place during persistent ventricular tachycardia procedure, after having mapped the vt, and while trying to ablate the critical area responsible for the arrhythmia. During ablation, suddenly the patient's arterial pressure dropped. The physician checked by using fluoroscopy and echocardiography that there was no pericardial effusion, however, it could be observed that the heart was not moving. After that, the doctors and nurses began to perform cardiac massage. While massaging the patient, the arterial pressure had normal values, however the pressure dropped to zero every time they tried to stop because the heart was not beating. The anesthesiologist infused several pharmaceuticals such as adrenaline waiting for the patient to restore his cardiac mechanical activity. After 20 minutes of cardiac massage, the procedure was called to an end due to the patient's death. The date of death was (B)(6) 2022. The physician¿s opinion on the cause of death was that it was patient condition related, not related to the use of any product nor procedure performed. The generator used in the case was a smartablate system rf generator. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability 3g, 3s, 3mm, 25% with no additional filter and color option used prospectively was impedance drop. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jun-2022, the contact information for the physician was provided. Therefore, e1. Initial reporter email has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 28-jul-2022. It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac arrest and expired during the procedure. The event has taken place during persistent ventricular tachycardia procedure, after having mapped the vt, and while trying to ablate the critical area responsible for the arrhythmia. During ablation, suddenly the patient's arterial pressure dropped. The physician checked by using fluoroscopy and echocardiography that there was no pericardial effusion, however, it could be observed that the heart was not moving. After that, the doctors and nurses began to perform cardiac massage. While massaging the patient, the arterial pressure had normal values, however the pressure dropped to zero every time they tried to stop because the heart was not beating. The anesthesiologist infused several pharmaceuticals such as adrenaline waiting for the patient to restore his cardiac mechanical activity. After 20 minutes of cardiac massage, the procedure was called to an end due to the patient's death. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical and temperature features were tested, and no issues were observed, however, error 106 appeared on the system due to an open circuit on the tip area. In addition, the product was deflecting and irrigating correctly. During product analysis, the lot number was verified to be 30749445l. This was verified by electronically erasable programmable read only memory (eeprom) file. A manufacturing record evaluation (mre) was performed for the finished device batch number 30749445l , and no internal actions were identified. Based on the eeprom and mre, the 4. Lot, d4. Expiration date, and h4. Device manufacture date were updated on this report. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).on 28-jun-2022, during an internal review, it was noted that the physician¿s name was inadvertently omitted on the initial report. Therefore, e 1. Initial reporter title, e. 1. Initial reporter first name, e 1. Initial reporter middle name, e 1. Initial reporter last name were updated.